Event description:
As reported, during set-up for procedure, air bubbles were unable to be removed from the tubing of the fluid delivery set. The line was replaced with another of the same device and the procedure was completed successfully without further complications. There was no patient injury / no air was injected into the patient as the bubbles were noted during preparation. It was reported that the used fluid delivery set would be returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the device from the reported incident will be returned for evaluation, to date, it has not been received. Upon receipt of the used device / completion of the investigation, a follow-up medwatch will be submitted. (B)(4).